Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es multiple cubies in the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple cubies in the drawer failed to open. The field service engineer (fse) confirmed that the customer had updated that the cubies had been manually opened and were functioning properly. The customer had also given permission to close the case. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.